Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection identified two large areas on the left pad were significantly damaged. The defect areas appeared to have bio material, char along the edges and missing/damaged gel. A hole was observed in the proximal defect area that can also be observed from the back foam-side of the pad. A diagonal crease and slight tear on the outer edge was also observed on the foam. A potential cause for this defect is missing or deformed gel on the ground pad prior to application. A review of the manufacturing documents verified the devices in this lot were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. No prior complaints have been made against this lot of 3080 units. A two-year historical complaint review revealed 3 similar complaints for this device. In that same timeframe, 1,427,612 units have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.00028 percent. Due to severity associated with the reported patient injury, this issue has been escalated to determine if further investigation will be necessary.

Event description:
The head or nurse reported after surgery using an argon beam 6400 during a partial kidney resection, a burn appeared on the patients' right hip where the 7-382 thermogard pad was placed. Additional information was collected and the degree of burn was reported as 2nd / 3rd degree. The patient was treated by a plastic surgeon in accordance with the hospital procedure. Placement of the pad was clarified and the pad was reported to be loose on the patients' hip. This report is raised on the basis of a reported patient injury.